Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. Additional information was requested from the field representative however, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported this device was explanted to due therapy upgrade/downgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. Additional information was requested from the field representative. However, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.